Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the medical doctor attempted to float a temporary pacing wire an issue was had in continuous capture. Repositioning and changing settings were performed with no success. As a result, the catheter was then exchanged out for a new catheter successfully and capture was noticed. There was a delay/interruption in therapy that caused no harm to the patient. No medical intervention required. There was no reported patient death or serious injury to the patient.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of no pacing signal is not confirmed. Although, the root cause of the complaint is undetermined the device passed functional test specifications. No further action required.

Event description:
It was reported that while the medical doctor attempted to float a temporary pacing wire an issue was had in continuous capture. Repositioning and changing settings were performed with no success. As a result, the catheter was then exchanged out for a new catheter successfully and capture was noticed. There was a delay/interruption in therapy that caused no harm to the patient. No medical intervention required. There was no reported patient death or serious injury to the patient.